Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's infusion site is leaking. Per reporter, the site was replaced with a new unit. No patient harm/adverse event was reported.